Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the preparation of the device, the outer coating of the guidewire (subject device) was scraped off when the enclosed insertion aid was used. The physician replaced the guidewire (subject device) and the microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the preparation of the device, the outer coating of the guidewire (subject device) was scraped off when the enclosed insertion aid was used. The physician replaced the guidewire (subject device) and the microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the preparation of the device, the outer coating of the guidewire (subject device) was scraped off when the enclosed insertion aid was used. The physician replaced the guidewire (subject device) and the microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip, the guidewire was noted to be kinked/bent at 51cm from the proximal end, the guidewire (ptfe) polytetrafluoroethylene coating was noted to be peeling in multiple areas to 146cm from the proximal end, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The event occurred outside patient during preparation of the device so there was no patient involvement. The procedure was completed successfully. There were no adverse consequences reported by the user, no delay in surgery and no medical intervention required. Analysis of the returned device was kinked/bent at 51cm from the proximal end. There was evidence of scraping and peeling of the (ptfe) polytetrafluoroethylene guidewire coating in several sections from the proximal end to 146cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ in addition to the as analyzed ¿guidewire kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.